Event description:
The customer was admitted to a hospital for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However, it was reported that a leakage was noted when the high-pressure test was performed. Instructed to change the reservoir and set to perform the test again, pump passed the test within specifications.